Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump experienced a blank screen display. When battery was changed, insulin pump received a failed battery test alarm. It was reported that battery previously leaked into battery compartment and compartment was cleaned and insulin pump continued to work momentarily. It was also noticed that battery cap had residue. Customer's blood glucose was 8 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display and failed battery test noted. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.